Event description:
It was reported by the pt that the pump had been removed as it hadn't been working, however, the hcp reported that system was removed due to infection. The pump contained morphine 10 mg/cc at a daily dose of 1.4 mg/day. The pt experienced cognitive symptoms, cerebrospinal fluid leak, headache, increase pain, nausea and weakness. In 2007, a blood patch was performed due to a spinal headache caused by a spinal leak. An MRI was taken; date and results not reported. The pump and catheter were explanted due to infection on three days later, and the pt recovered without sequela. The pump pocket site was irrigated with antibiotic solution at the time of explant; no cultures were taken. Since explant pt is doing fine and there are no plans to re-implant at this time. Disposition of explanted device is unk.